Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer alleged the insulin pump was under delivering insulin due to they delivered insulin with a bolus but blood glucose did not down. Customer stated that reservoir was leaked and insulin pump was exposed to insulin. Customer stated that they experienced high blood glucose. Blood glucose level was 400 mg/dl at the time of event. Customer was treated with boluses but blood glucose not down then treated with 12 units of insulin using a syringe. The reservoir will not be returned for analysis.